Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). The physician did an ultrasound and no fluid was observed in the balloon. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Date of event: the exact date of the ultrasound finding is unknown. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.